Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred while a ventilator was in use and the patient later expired. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that allegedly had a ventilator inoperative condition and the patient expired. According to the reporter of the event, the patient was being transported to the hospital due to acute respiratory failure. The patient was intubated and was being manually ventilated. When the patient was connected to the ventilator, the device began alarming for a "check circuit" condition followed by a "ventilator inoperative" condition. The patient was removed from the ventilator and manual ventilation was resumed. The attending physician and patient's family made the decision to withdraw care and the patient expired. The ventilator was returned to the manufacturer for evaluation. Although the ventilator inoperative condition could not be duplicate, the device's system board was preventively replaced. The system board was forwarded to the manufacturer's engineering department for further analysis and no problem was found with the system board. The ventilator inoperative condition could not be duplicated. The system board was found to operate as designed.